Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial output connector was broken on the external pulse generator (epg). The epg will be returned for repair. There was no patient involvement.